Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced three infusion set adhesive issues on (B)(6) 2026 when the tubing was caught on something and the adhesive was removed. The blood glucose level was high, and the patient was treated with a correction injection via multiple daily injection (mdi). The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.